Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number (B)(4). The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident one sample was received for evaluation by our quality team. The sample came in an opened packaging blister and a visual inspection was performed. It has black in at the barrel luer tip. No other defect or imperfection was observed. The cause for this defect could have resulted from a jam during the barrel printing process that caused the ink from the printing pad to contaminate the barrel tip and go undetected during the next process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that black foreign matter was found on the bd luer-lok¿ tip syringe needle tip. The following information was provided by the initial reporter: "black print on the needle tip."